Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient experienced a spinal hematoma during the procedure, which resulted in paralysis. The device was never turned on and was removed.